Event description:
The pt is now part of the depuy asr hip recall. The surgeon stated that she had been doing fine for the first 12 months after her initial surgery. She then started to experience pain and developed a severe limp. She had a bone scan which showed increased uptake around the periacetabular region. She was taken to theatre for a revision of her acetabulum. The asr cup was removed. It showed fibrous ingrowth only.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Hip(s) revised: left.